Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Piece of metal detaching from the brush head: oral-b (device breakage). Case narrative: consumer via web stated that a small piece of metal came out from the brush heads stem while brushing their teeth. No injury was reported.

Manufacturer narrative:
15-apr-2026 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Piece of metal detaching from the brush head - oral-b [device breakage] ,product counterfeit - oral-b [product counterfeit] . Case narrative: consumer via web stated that a small piece of metal came out from the brush heads stem while brushing their teeth. No injury was reported. Follow-up 15-apr-2026 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.